Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was exhibiting a battery monitoring voltage of 2.86 v after approximately 33 months of implant, and a battery monitoring voltage of 2.67 v after approximately 36 months of implant. The monitoring voltage had dropped to 2.59 v after approximately 42 months of implant, and concern was expressed that the device may be depleting prematurely. The boston scientific crm technical services department advised that if premature battery depletion was suspected, the device should be followed monthly and replaced within 30 days of elective replacement indicator (eri) declaration. No adverse patient effects have been reported as a result of this observation. Subsequent information indicates that the device declared eri. The local field representative stated the patient is scheduled for a changeout procedure. A request for the return of the device after the procedure has been made.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.